Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head displayed an unknown error message when plugged in. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image had white dots and water tightness was lost. Based on the results of the investigation, a probable root cause for the customer allegation could not be identified. In addition, per the investigation findings, white dots were observed in the image due to deterioration of the head unit, and water tightness was lost because the plug unit was cracked. The event can be prevented by following the instructions for use, which state that the connector should not be pulled out of the socket by pulling on the cable; care should be taken when uncoiling the cable by straightening it slowly while rotating the camera head end; and sharp instruments should be avoided near the camera cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.